Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP or bipap device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. The third-party service center confirmed no particles in the air path during the device evaluation and there was no visible foam degradation and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.